Event description:
It was reported by service report that the c-channels were broken in half resulting in sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
C-channel broken with sharp edges.